Manufacturer narrative:
(B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: spondylolisthesis, procedure: "tlif", levels: l4-5 it was reported that, intra-op, thread of the implant came out when the surgeon removed the inserter. Fragments of the product remain inside patient. No patient complications were reported. The thread that got disengaged was a part of the cage. There were no patient symptoms for now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.